Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au5800 clinical chemistry analyzer over the phone. The cts had the customer clean the sample probe and tubing, however this did not resolve the issue. The failure mode was determined to be hardware. However, at this time the primary hardware component which caused the issue cannot be determined. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported intermittent erroneous high ise (ion selective electrode) patient results generated on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au5800 clinical chemistry analyzer over the phone. The field service engineer (fse) determined the failure mode was a faulty buffer reagent syringe. The buffer reagent syringe was replaced to resolve the issue. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).